Event description:
Report received from national complaint cordinator that the device's bladder ruptured during patient use. The device was filled with 5 fu and normal saline. No medical intervention was needed and no patient injury resulted. No additional details were available from the national complaint coordinator.